Manufacturer narrative:
Product analysis: the reported infolding of the bifurcate and resulting proximal type I endoleak was confirmed. However, the exact cause of the infolding could not be determined from the films provided. Pre-implant CT¿s were not provided and a comprehensive assessment of the patient¿s anatomy could not be performed. Additional films during implant were also not provided, including images during deployment of the bifurcate aortic body and suprarenal stents. It is possible that slight oversizing of the bifurcate, from implanting a 36mm diameter bifurcate into a proximal neck which contained calcification with moderate thrombus just below the renals, may have led to the infolding which most likely initially occurred during implant. Since the location of the suprarenal stent entanglement was at the same radial location as the infolding, it is also possible that the infolding contributed to the stent entanglement. The infolding may have also been due to an unknown procedural issue. It was reported that after the implantation of the endoanchors it was thought that post angio showed transgraft blush. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 64mm abdominal aortic aneurysm. It was reported that post-operatively a CT performed 11 days later showed a severe graft infold and a type ia endoleak. It was reported that during the initial implant that the e letter and graft looked like it moved during post implant inflations. Intervention was performed for the type ia endoleak and 15 endoanchors were implanted, with 5-8 of them localized on the patient's left. As per the physician the cause of the event can not be determined. It was mentioned that the physician thought during the index procedure while pushing the device up, the delivery system might of been kinked and misdeployed to the spring or the wire was inadvertently pushed through a top spring during balloon inflations. No additional clinical sequalae were provided and the patient will be monitored.